Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states scratches that makes the instrument leaves plactic parts and gets hard to clean and sterilize. Examination of the product confirmed the damage as reported. A complaints search identified previous complaints received for this failure mode. It should be noted that to prevent the cement from adhering it should be removed as soon as possible without damaging the impaction shoe. It should be noted that the material for hp fem imp/ext has now been changed from radel to proplux hs. Both devices show signs of heavy usage. The complaint shall be closed to the device being used from normal use and servicing; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scratches that makes the instrument leaves plactic parts and gets hard to clean and sterilize.